Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient had presented for a follow-up as the device was not able to be interrogated with the communicator, the representative checked the device and determined that it had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device had also already reached battery capacity depleted while still implanted, as the device had not been checked since (B)(6) 2014 due to patient negligence. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.